Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).reference manufacturer report number: 2032227-2014-37928.

Event description:
Customer reported problems with her infusion set and reservoirs. The customer stated she was having blood glucose over 500 mg/dl despite having insulin delivered to her body. The customer declined to troubleshoot for the insulin pump. She also reported that she had a reservoir that did not allow her to pull the transfer guard all the way. The customer also stated her cannula was not bent and there was insulin pouring out of the site. No additional information provided.